Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the peritonitis event was reported as an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The patient was admitted to the hospital for the peritonitis event. The cause of the peritonitis was unknown. Treatment details were not reported. On an unknown date, the patient's pd catheter was removed and pd therapy was discontinued (mode of dialysis therapy was not reported). On an unknown date, the patient was discharged from the hospital. During this time, the patient was recovering from the peritonitis event. On an unknown date, the patient was admitted to the hospital for an unrelated indication and subsequently passed away. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available at this time.